Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage alarms while tethered on the power module during the time when the clinician was changing out the emergency backup battery. There were no reports of pump stoppages, adverse events, or patient injury. The alarms resolved after changing the emergency backup battery. It was also reported that the patient had a controller exchange due to a low voltage advisory while on 14 volt batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms correlating to system controller (B)(6) was not confirmed; however, lower voltage values related to the controller was confirmed. The provided log file correlating to this controller was reviewed, containing data that spanned approximately 5 days (19sep2020 ¿ 24sep2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Voltage values while connected to the mpu and power module were intermittently observed to be slightly below average (13.9 ¿ 14.0 volts while on mpu, 13.8 volts on power module); however, these lowered voltage values did not trigger atypical low voltage alarms. The returned system controller was functionally tested. Although the controller operated a mock loop as intended, the controller¿s power cables were observed to have above average resistances, which caused below average voltage outputs when connected to the test equipment. The continuity of every individual wire within both cables was measured, and every wire was observed to have above average resistance. The root cause of the lowered voltage values was determined to be wire fatigue within the controller¿s power cables, and wire fatigue may have contributed to any reported low voltage alarms on this controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 16jul2018. The heartmate ii patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this file on this event.